Manufacturer narrative:
Sample collection and centrifugation information was not available. Customer stated that there have been no calibration or quality control (qc) issues with the ionized selective electrodes (ise). A bec field service engineer (fse) was dispatched multiple times to evaluate the instrument and resolve the issue (no resolution was attained until the (B)(6) 2013 service activities). On (B)(4) 2013, the fse disassembled and thoroughly cleaned the electrode stack. The fse inspected the buffer syringe and found no issues. The system was primed and recalibrated (x2) with slopes within acceptable range. Precision was performed on both levels of qc with acceptable recovery. On (B)(4) 2013, the fse replaced the na, k, and cl electrodes, pinch valve tubing, roller pump tubing, joint tubing, and reference electrode. System was primed, recalibrated, and qc precision performed and all recovered within acceptable range. On (B)(4) 2013, the fse replaced the mixer motor, sample d pot, buffer syringe, and replenished the ise reference standard in the reference (ref) electrode. The sample syringe was checked and the reference block and tubing was cleaned. System was primed, recalibrated, and qc precision performed all recovered within acceptable range. Customer ran comparison study against another analyzer and results were good. No further ise issues have been reported. Failure mode was mixer motor and sample pot. Replacing these parts resolved the issue. The following mdrs are associated with this event and documents the erroneously low results obtained on different days: 9612296-2013-00113, 9612296-2013-00115, 9612296-2013-00116, 9612296-2013-00117.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining sporadic erroneously low sodium (na) patient results generated on the au481-10e clinical chemistry analyzer. The customer also noted erroneously low potassium (k) and chloride (cl) patient results but less often. The customer indicated that this event occurred on multiple days ((B)(6) 2013). This report documents the four (4) erroneously low na and one (1) erroneously low cl patient results obtained on (B)(6) 2013. The patient samples were rerun on the same day and yielded higher results. The results provided by the customer are shown in this report. The erroneously low results were not reported out of the laboratory. There was no death nor injury or change to patient treatment attributed to or connected to this event as the erroneous results were not reported out of the laboratory.